Manufacturer narrative:
A third-party service agent evaluated the customer¿s device and was unable to replicate the reported issue. Heartsine has requested the return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The distributor contacted heartsine to report that a customer's device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.